Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced bluetooth connectivity issues. No medical intervention was reported. Additional event or patient information is not available.